Event description:
Hcp reported "near time of scheduled refill patient presented in emergency room with lethargy, confusion, difficult to arouse. Given narcan and showed arousal from drug". No report of device explantation. A follow up report will be sent when additional information is received.